Event description:
Report received of an adverse event while the pump was in use. The pump was programmed at 16:15 in 09/02 in the pca only mode to delivery 5mg/ml morphine with a 1.5mg loading dose, a 2mg pca dose, an 8 minute patient lockout, and a 60mg 4-hour limit. At 22:47, the 4-hour limit was decreased to 50mg. The nurse was called into the patient's room during the night shift report by another nurse and the patient was found to be unresponsive and diaphoretic with labored respirations and an oxygen saturation of 87%-89%. At that time, the patient's heart rate was 135 beats per minute, and their blood pressure was 181/78 mmhg. The patient's oxygen was increased to 6 liters per minute to maintain an oxygen saturation greater than 90%. At 01:15 in 2002, a "code blue" was called. The patient was treated with a total of 0.8mg of naloxone and untubation. The paitent was transferred to the cardiac care unit for further observation and unspecified treatemnt. According to the nurse's notes, the cumulative totals of morphine delivered from the 30 ml (150 mg) syringe were 11.5mg at 17:00, 21.5mg at 18:00, 55.5mg at 21:00, 71.5mg at 23:00, and 77.5mg at 02:08 in 2002 which are all within programmed parameters. The amount of morphine wasted from the syringe was 72.5mg; therefore all 150 mg of morphine in the syringe were accounted for. The patient recovered from the event and was discharged 4 days later with no reported adverse patient sequelae. Though requested, no additional information was available.